Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press buttons multiple times for the pump to respond. Customer stated the pump is still functioning. Customer's blood glucose level was not impacted.